Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, she went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. Her highest blood glucose level related to incident was around 800 mg/dl. She had high ketone level which the healthcare professional assessed as dangerous/life threatening. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient stayed for one day in hospital. Moreover, this similar issues occurred in (B)(6) 2023 with three similar type of infusion sets. The issues occurred within 3-6 hours of insertion and the site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.